Manufacturer narrative:
Additional manufacture narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eleven (11) years post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis. As reported, the patient had a heart transplant fifteen (15) years ago and after four (4) years, physicians believed the tricuspid valve was damaged. Therefore, a bioprosthetic mitral heart valve was implanted into the tricuspid position. The patient did well but returned eleven (11) years later with stenosis of the tricuspid valve. A 29mm transcatheter valve was successfully implanted into the tricuspid position and the patient was discharged on pod #2.